Event description:
It was reported that the patient presented for a device changeout procedure. During the procedure, the setscrew was stripped, and the torque wrench was unable to unscrew it. After multiple attempts, the setscrew was managed to loosen, and a new pacemaker was replaced. The patient was in stable condition.